Manufacturer narrative:
The console was received from the customer and an investigation regarding the returned device has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined and a broken purge disc flag was identified. Purge unit driver connector lock was broken. The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc.

Event description:
The user facility reported that the console failed to recognize two purge cassettes during change. The automated impella controller was swapped to resolve the issue. There was no patient harm reported.